Manufacturer narrative:
The manufacturer previously reported a patient cardiopulmonary arrested while the ventilator was in use. The device was returned to the manufacturer for evaluation. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient cardiopulmonary arrested while using a ventilator. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if the device contributed to the patients condition. A follow up report will be submitted when the manufacturer's investigation is complete.